Manufacturer narrative:
(B)(4). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that a patient was treated with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient was treated with a trapease vena cava filter. The information provided indicated that there is perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports stress and anxiety related to these events. According to the medical records, at the time of filter placement the patient was morbidly obese, weighing approximately 489 pounds with bmi of 70, who was scheduled to undergo laparoscopic roux-en-y gastric bypass, possibly open and would be at major risk of thromboembolism. A trapease ivc filter was placed at approximately l3 at the junction of the l4. It was found to be properly placed by fluoroscopy which the surgeon interpreted intraoperatively. The patient tolerated the procedure well and was discharged without complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from medical records that at filter placement the patient was morbidly obese, weighing approximately 489 pounds with bmi of 70, who was scheduled to undergo laparoscopic roux-en-y gastric bypass, possibly open and would be at major risk of thromboembolism. A trapease ivc filter was placed at approximately l3 at the junction of the l4. It was found to be properly placed by fluoroscopy which the surgeon interpreted intraoperatively. The patient tolerated the procedure well and was discharged without complications. Additional information was also received from a patient profile form (ppf) that there is perforation of filter strut(s) outside the ivc. The patient indicates a retrieval attempt was made however the name of the physician or the facility were not provided. The patient also has stress and anxiety over what things will happen internally because of the perforation and the tilting of the ivc filter. Additional information is pending and will be submitted within 30 days upon receipt.